Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application had low audio out put on the ipad. There was no report of injury or medical intervention. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on 08/15/2016. Complaint for low audio alerts was confirmed. The root cause was determined to be patient misuse/error. The patient's ipad volume setting was set to mute.